Event description:
It was reported that liquid leaked from a hole in the side of the bd intima-ii¿ closed IV catheter systems indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: "after infusion with a closed intravenous indwelling needle on (B)(6) 2020., the nurse found that the liquid leaked through the hole on the side of the indwelling needle, and a new indwelling needle was replaced".

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from a hole in the side of the bd intima-ii" closed IV catheter systems indwelling needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "after infusion with a closed intravenous indwelling needle on (B)(6) 2020, the nurse found that the liquid leaked through the hole on the side of the indwelling needle, and a new indwelling needle was replaced"